Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd luer-lok¿ disposable syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that foreign matter was found in a bd luer-lok¿ disposable syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two photos were received depicting a 1ml syringe with needle. A second plunger rod tip was observed in the assembled syringe between the barrel roof (bottom of the barrel) and the stopper in the fluid path. The component fragment foreign matter is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the component fragment is associated with the assembly process.